Event description:
Additional information from the patient reported the same information. They were getting a little improvement during the day, but was still urinating. They increased stimulation from 2.2v to 2.3v on program 4. On (B)(6) 2016. The patient stated they were very unhappy and overnight and urgency were still bad. They requested a new programs. A response was sent to the patient on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a gradual return of symptoms over the last couple of days prior to date notified with stimulation confirmed to be on and set to program 2 at 1.3. Stimulation was then increased to 1.5 which was comfortable for the patient standing and walking. Inquiries were made pertaining to patient programmer use and applicable icons. Additional information received from the patient on sep-21 reported that they increased stimulation on date notified, and as of the morning of additional information are having some shooting pain. Their symptoms are not any better than they were prior to increasing stimulation, and noted that they have not decreased stimulation and only increased it because they were urinating on themselves so bad. The patient would like to change programs and indicated that the healthcare provider (hcp) gave them permission to do so. The patient then changed to program 3 and increased stimulation to 1.3 which was painful so they decreased down to 1.1 and confirmed the pain went away. Indication for implant is urinary dysfunction/sacral nerve stimulation gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.